Event description:
Pt injected in her abdomen. After injection she noticed that the needle remained in her body (could not be removed manually). She went to hosp. She was x-rayed and the needle was removed by ambulant operation with local anesthesia.